Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication was noted during the initial surgery. Office visit noted states that the patient experienced moderate pain with limited activity. The patient presented with pain, and mua was performed to remove arthrofibrosis. Mua op noted states the patient had only 0-70 degrees of rom. The tissue was very resistant tissue and very stiff for 5 weeks. It took a few minutes to get 105 degrees of rom. The mua op note dated (B)(6) 2020: the patient is doing better. All prior surgery caused the patient with a lot of scar tissue. The numbness was noted, but no action was taken as it was related to post-ops symptoms. A definitive root cause cannot be determined. Per package insert: pain, limited rom are known adverse effects of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04148, 0001822565-2020-04153.

Event description:
It was reported a patient had a right unilateral knee replacement. Approximately one month post implantation, the patient underwent manipulation under anesthesia due to stiffness and arthrofibrosis.